Manufacturer narrative:
Law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions, 75, 757¿764. Https://doi.org/10.1002/ccd. As reported in the literature article by, law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions: official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. Https://doi.org/10.1002/ccd.22356, during redilation of an palmaz 3 series p308 stent, the patient developed a distal right pulmonary artery (rpa) dissection. A hemothorax developed that required a thoracentesis and chest tube placement. The device will not be returned. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis or images for review, the reported customer event could not be confirmed. Dissection is a well known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Hemothorax is when blood collects between your chest wall and your lungs. This area where blood can pool is known as the pleural cavity. The buildup of the volume of blood in this space can eventually cause your lung to collapse as the blood pushes on the outside of the lung. According to the safety information in the instructions for use ¿the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree.¿ given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken.

Event description:
As reported in the literature article by, law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions: official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. Https://doi.org/10.1002/ccd.22356, during redilation of an palmaz 3 series p308 stent, the patient developed a distal right pulmonary artery (rpa) dissection. A hemothorax developed that required a thoracentesis and chest tube placement. The device will not be returned.